Manufacturer narrative:
The patient remains on lvad support and no further issues have been reported. No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received the attached user facility report ((B)(4)) from the (B)(4) registry. The report indicated that the patient had been receiving intermittent red heart alarms with "no flow and pump off" indications for approximately 20 minutes. The patient mentioned that the did not realize the pump was off. The patient exchanged the system controller.